Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 335 mg/dl at the time of incident. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the black circle fell out of the battery compartment. The customer stated that the drive support cap was slanted. The customer stated that the insulin pump would go blank. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to prime anomaly. No a33 alarm noted. No blank display noted. However, the insulin pump passed idle current test, run current test and displacement test. The insulin pump was received with minor scratched display window, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube, broken belt clip slot and missing the end cap sticker.